Event description:
It was reported that this right ventricular (rv) lead and non boston scientific right atrial (ra) lead exhibited noise when pressing palms together along with high threshold. Technical services (ts) reviewed noting the noise was being oversensed, resulting in a 2 second pause in pacing. The rv pace impedance measurements were low within normal range. Ts noted there could be lead on lead noise as the noise was parallel on both channels. This patient was pacemaker dependent and did not experience any symptoms. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this right ventricular (rv) lead and non boston scientific right atrial (ra) lead exhibited noise when pressing palms together along with high threshold. Technical services (ts) reviewed noting the noise was being oversensed, resulting in a 2 second pause in pacing. The rv pace impedance measurements were low within normal range. Ts noted there could be lead on lead noise as the noise was parallel on both channels. This patient was pacemaker dependent and did not experience any symptoms. This rv lead remains in service. No adverse patient effects were reported.